Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) heard beeping tones from the ICD for approximately one week prior to a device evaluation. Upon interrogation fault code 1003 was noted. Boston scientific technical services (ts) discussed with the field representative the predicted remaining longevity was not accurate as there was likely a leaky current, and the device should be replaced as soon as possible. If there was going to be a delay in replacing the ICD, then ts discussed sending in a save to disk for engineering review to understand the current status and trending. It was noted the device would be replaced within a couple of days. Additional information was received that surgical intervention was performed and the ICD was successfully replaced. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed three low voltage battery faults (fault code 1003) had been recorded. External visual inspection of the device noted minor body fluid contamination in the lead barrels. Initial automated testing verified basic sensing, pacing and shocking functions of the device. After the titanium case was opened, microscopic visual inspection did not reveal any irregularities. The battery was then removed, so that an external power supply could be connected to the device for further analysis. A higher than normal current usage was observed. Electrical testing isolated the high current condition to two compromised low voltage capacitors that are connected to the device¿s battery. This type of component malfunction can result in a high current drain, which over time can result in premature battery depletion, as was observed in this case. The field observation was confirmed through analysis.